Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212528 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212528 and device part number 195-430h / lot 209977. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 212528 showed that the complaint rate is (B)(4). All tests were valid and performed as expected and the customer complaint was not replicated. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The consumer reported an unconfirmed false positive result on (B)(6) 2022 with binaxnow covid-19 ag self-test. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2022, and a negative result on unknown brand on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported an unconfirmed false positive result on (B)(6) 2022 with binaxnow covid-19 ag self-test. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2022, and a negative result on unknown brand on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.